Event description:
It was reported that the patient experienced ten to fifteen infusion sets bent cannulas between (B)(6) 2026 and (B)(6) 2026 that were inserted in the abdomen and thighs noticed more than three hours after insertion and within six hours of use and resulted in high blood glucose which was treated with a correction bolus.

Manufacturer narrative:
MDR . / initial 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed) based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.